Event description:
Additional information via a voluntary medwatch was received from the customer with the following information: pt was a 72 year old female; date of birth 07/26/26, date of event 06/27/99. "The blue port (cvp port) became disconnected from the triangular yellow port of the swan ganz cath; this yellow port is the inlet port of the 5 ports for the catheter. Another sg has to be placed.